Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and mild heart attack. The blood glucose reading was over 600mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The time and date on the insulin pump were correct. The customer stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the bolus and basal rates did not match with the daily totals. The customer's recent glucose reading was 297mg/dl, and she had treated with manual injections. No further information was provided.